Manufacturer narrative:
(B)(4). The customer has requested assistance in obtaining retrospective data following a death. There was no allegation of a malfunction in monitoring, or any indication that the device was a factor in the death. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer has requested assistance in obtaining retrospective data following a death.